Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the pump's black box showed a call service 052 alarm. The pump was able to perform the prime steps with no issues and the force sensor measured within specifications. The pump was exercised for 24 hours with no alarms duplicated. The total daily doses of insulin added up and correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The pump was opened and moisture was found on the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 40mg/dl, with unsteadiness when standing and walking, associated with an alleged load step malfunction. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump was priming the tubing during the load step, and there was a no cartridge detected alarm. A filled cartridge was in the pump at the time and 130 units of insulin were infused into the patient. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a load step malfunction issue.